Event description:
It was reported that during a routine visit, shock vectors of this right ventricular (rv) lead were found to exhibit high out of range shock impedance measurements that measured greater than 125 ohms. The health care professional (hcp) called technical services (ts) and requested assistance with reprogramming the rv lead. Ts reviewed the data and confirmed the rv lead shock impedance measurements being high out of range. Ts discussed with the hcp suspected cause of the impedance issues to be possibly due to lead calcification. Ts recommended programming options and defibrillation threshold (dft) testing for further lead testing. At this time, the rv lead remains in service. No adverse patient effects were reported.